Event description:
It was reported that this patient experienced phrenic nerve stimulation (pns) from this device. When the device was interrogated, it was found to be operating in safety mode. Technical services was contacted and confirmed that no programming changes could be made and that device replacement was required to alleviate the patient's pns. At this time, the device remains implanted and no adverse patient effects were reported.